Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. It was reported that when the catheter was removed from the preface® guiding sheath with multipurpose curve, the port part (presumably the brim cap) dropped out together, so the issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the device evaluation has been completed. The returned device was visually inspected and the brim cap was received in a separate bag. Dimensional analysis was performed to verify the correct hub ring outer diameter (od) and brim cap inner diameter (ID) with results indicating the findings were within specification. The preface® guiding sheath with multipurpose curve was inspected under vision system and the retention ring was observed properly molded. No damage conditions were observed. A sample of vessel dilator was introduced and withdrawn from the cannula, no issues were found with the brim cap. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the brim cap detached cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. No CAPA activity is required now. Similar complaints are monitored monthly. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. It was reported that when the catheter was removed from the preface® guiding sheath with multipurpose curve, the port part (presumably the brim cap) dropped out together, so the issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The issue of brim cap detachment is an MDR reportable malfunction. On 6/27/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified that the brim cap with hemostatic valve (aka white gasket) are no longer attached to the hub. These findings have been reviewed and assessed as MDR reportable for the detachment.